Event description:
In 1/2002, the pt reported device intermittency and then device stopped working. In 2/2002, an advanced bionics rep visited the center to assist with device eval. At that time, testing confirmed that device was no longer functioning. Revision surgery was scheduled. Pt requested to be reimplanted with another clarion device.